Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024 and was titrated on (B)(6) 2024. Following titration, the patient experienced shortness of breath and chest pressure. On (B)(6) 2024, while at the hospital, the patient reported experiencing extraneous stim in their neck. The patient's therapy was adjusted and the stimulation resolved. On (B)(6) 2024, it was reported that the patient continues to experience stim was scheduled for a follow-up. Their therapy was adjusted and the stim resolved.

Event description:
A barostim system was implanted on (B)(6) 2024 and was titrated on (B)(6) 2024. Following titration, the patient experienced shortness of breath and chest pressure. On (B)(6) 2024, while at the hospital, the patient reported experiencing extraneous stim in their neck. The patient's therapy was adjusted and the stimulation resolved.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).